Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5089988 that a female patient underwent a breast surgery with unspecified mentor gel implants in 1972. Within a year of the implantation, the patient indicated that her breasts had hardened significantly. The patient gradually experienced multiple postoperative symptoms such as fibromyalgia, tachycardia, alopecia, vertigo, chronic bronchitis, chronic ulcers, sinusitis, muscle aches, fatigue, candida, chronic inflammation, brain fog, anxiety, depression, osteoporosis, dry eye, dry mouth, dry skin, as well as extreme nerve pain and muscle pain. The patient had gone to the e.r. Twice as she was under the impression that she was having a heart attack. The outcomes of her e.r. Visits were not reported. The root cause of the patient's symptoms is unclear. No device issue, such as rupture, was reported. As a result of her symptoms, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient's left-sided device.

Manufacturer narrative:
Mentor became aware that the initial report had erroneously indicated that the reason for explant was "autoimmune disorder". The correction is that the patient explanted due to "autoimmune symptoms". Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/22/2019, mentor became aware that the previous supplemental did not include a due date. The due date should be 12/6/2019. Manufacturer¿s reference number: (B)(4).